Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the device's active blade broke off and the surgeon did not touch any metal when the event occurred. The blade tip was retrieved through the trocar with graspers. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.